Event description:
The user received questionable hemoglobin a1c results from the integra 800 analyzer and noted condensation on the inside of the analyzer cover. All of the patient samples were repeated on integra 800 serial number (B)(4). Of the data provided, the results for one patient sample were discrepant. The initial result was 8.7% and the repeat result was 6.2%. No results from the initial run were reported out, therefore there was no treatment based on the erroneous results. The hemoglobin a1c reagent lot number was 62769101. The field service representative determined the reagent sample probe tube was damaged and replaced reagent sample probe. To verify the analyzer operation, the user ran calibration and quality control with passing results.